Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2008, that a flexima nasobiliary catheter was used during a procedure performed three days prior. According to the complainant, the guidewire could not be advanced into the distal tip of the tube. The distal tip was noted to be crushed. The procedure was completed with another flexima nasobiliary catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."